Manufacturer narrative:
(B)(6)2024. A bib intragastric balloon system was returned to boston scientific corporation, during the visual inspection the balloon was returned deflated with large hole that rolled inward and the balloon was discolored most likely with methylene blue. According to the instructions for use (IFU) the igb is places in the stomach and filled with sterile saline. For the symptoms of discomfort and abdominal pain these adverse events are known and documented in the labeling and all reasonable steps have been taken (including both short or long term known complications or adverse reactions), for this reason this event is catalogued as known inherent risk of device. Block h6 patient code e1002 is being used to capture the reportable event of abdominal pain. Impact code f2202 is being used to capture the reportable event of endoscopic procedure.

Event description:
It was reported to boston scientific corporation that a bib intragastric balloon system was implanted on (B)(6) 2024. The patient report having upper abdominal pain and discomfort. On (B)(6), 2024, the physician performed, a gi endoscopy procedure and the balloon was removed successfully. There were no patient complications reported as a result of this event. Note: it was reported that methylene blue was used when filling the orbera balloon. However, according to the instructions for use (IFU) the igb is places in the stomach and filled with sterile saline.

Event description:
It was reported to boston scientific corporation that a orbera365 intragastric balloon system was implanted on (B)(6) 2024. The patient report having upper abdominal pain. On may 29, 2024, the physician performed, a gi endoscopy procedure and the balloon was removed successfully. There were no patient complications reported as a result of this event. Note: it was reported that methylene blue was used when filling the orbera balloon. However, according to the instructions for use (IFU) the igb is places in the stomach and filled with sterile saline.

Manufacturer narrative:
Block h6 patient code e1002 is being used to capture the reportable event of abdominal pain. Impact code f2202 is being used to capture the reportable event of endoscopic procedure.